Manufacturer narrative:
As no additional information regarding this report is expected, our investigation is complete. This record will be updated if additional information becomes available.

Event description:
It was reported that this patient presented for evaluation due to a shock. It was determined that therapy was delivered due to atrial fibrillation with right ventricular response, which is not a rhythm the device is intended to treat. It was also noted that the device was oversensing the respiratory rate trend feature signal, although the signal was not being marked. There was also reportedly a brief period of sensing issues on the atrial channel, which may have caused or contributed to the reported inappropriate therapy. No additional adverse patient effects were reported. This implantable cardioverter defibrillator (ICD) remains in service.